Event description:
Ref imp: (B)(4).

Manufacturer narrative:
As an investigational nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (ex-5 str, lot no.1107). Nakanishi inc. Conducted that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR. The information is supplied by stryker instruments-(B)(4) (importer).